Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had a sudden return and worsening of her break through parkinson's symptoms over the past week. The patient experienced freezing, dyskinesia, was not able to get up from a seated position, muscle spasms, and charlie horses in her calf muscles. The patient stated that some of the symptoms may be from the tendon she tore in her leg recently; the patient was in a cast and reported it was unrelated to the device/therapy. The patient also recently got an automated wheelchair that has electromagnetic breaks that she uses because her balance is bad. The symptoms began occurring more frequently when the patient started using the wheelchair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.